Event description:
During the index procedure, 4 endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid rca. During a staged procedure which occurred one week post the index procedure, another endeavor sprint rx drug-eluting stent was implanted in the proximal lcx. The patient was free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. It was reported that approximately 3 years and 4 months post the index procedure, the patient suffered an mi. Unknown if the target vessel was involved.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).